Manufacturer narrative:
Reported event: it was reported, "acetabular reaming was performed initially with a 44mm reamer followed by a 48mm reamer for a 48mm tritanium ii cup plan. Upon impaction of cup no depth information was being displayed as the capture depth button was being depressed and the surgeon was informed that there was no depth information was available. At that time I informed the surgeon that I thought that the reason cup impaction information was not available was that the reamer size selected had not been changed to reflect match the size of the final reamer. During impaction the image of the cup appeared to be impacted deeper than the reamed acetabulum. After cup impaction and mdm liner insertion, the surgeon noted that the cup was not well fixed. Upon removal of the cup, the surgeon reamed manually for 50mm tritanium ii cup. The surgeon planned to put the robotic arm back into the manually reamed acetabulum to establish a final reaming depth and recover cup depth readings for cup impaction. Upon attempting to pass the acetabular checkpoint, the lowest value achievable was more than 6mm. At that time the surgeon was informed that the robotic arm could not be used because acetabular registration was uncertain. The surgeon requested c-arm imaging to reference location of ream and an acetabular fracture was noted on c-arm. The surgeon proceeded to bone graft the acetabulum and then manually impact a cup and use screw fixation. After establishing a stable cup the surgeon completed the remainder of the procedure in the normal fashion. Surgical delay 16-30 minutes. Case type / application: ltha. Patient plan and log files: s:\complaints\(B)(6) dr (B)(6) complaint (B)(4). Spoke to mps. No further information will be released by the hospital or surgeon. Update 05/november/2020 wg: jr rep called to report the following sequence of events: acetabular reaming was performed initially with a 44mm reamer followed by a 48mm reamer for a 48mm tritanium ii cup plan. Surgeon requested a depth reading and was told that no reading was available due to the reaming technique, and to keep impacting until he felt comfortable. At this time, haptics were engaged at 40 inclination, 20 anteversion and not in free-arm mode. Surgeon continued impaction and again requested a depth reading and was told no depth reading was available, and to continue impacting until he felt comfortable (haptics still engaged at this point). After cup impaction and mdm liner insertion, the surgeon noted that the cup was not well fixed. The surgeon was then notified that cup impaction information was not available was due to the selected reamer size not being changed to reflect the size of the final reamer. Upon removal of the cup, the surgeon reamed manually for 50mm tritanium ii cup. The surgeon planned to put the robotic arm back into the manually reamed acetabulum to establish a final reaming depth and recover cup depth readings for cup impaction. Upon attempting to pass the acetabular checkpoint, the lowest value achievable was more than 6mm. At that time the surgeon was informed that the robotic arm could not be used because acetabular registration was uncertain. The surgeon requested c-arm imaging to reference location of ream and an acetabular fracture was noted on c-arm. The surgeon proceeded to bone graft the acetabulum and then manually impact a cup and use screw fixation. After establishing a stable cup the surgeon completed the remainder of the procedure in the normal fashion. Surgical delay 30-60 minutes. The surgeon is unhappy and wants to know why he was told to continue impacting. No further information will be released by the hospital or surgeon.¿ method & results: product evaluation and results: pre-surgery checks on robot 455 passed on the day of surgery. Robot registration, bone registration, pelvic checkpoint, and reamer checkpoint all passed before start of bone preparation step. During impaction, the depth of impaction information was not available due to discrepancy in the selected cup size and the reamer size in software. During bone preparation the messages logged in vp log file and crisis log file do not indicate any hardware or software failure. No system malfunction is suspected. Product history review: review of the device history records indicate p/n: 209999, rob455 was inspected and accepted into final stock on 02 august 2016 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 209999, rob455 shows 0 additional complaints related to the failure in this investigation. Conclusions: the failure was reviewed through return of the provided log/session files. The discrepancy in the selected cup size and the reamer size used to ream led to software not being able to calculate and display depth of impaction. An application warning was shown to notify the mps/surgeon of this. The review of the log files confirmed no system malfunction is suspected. Product surveillance will continue to monitor for trends. No additional investigation or specific actions are required at this time. If additional information is received, then the complaint will be reopened. System is ready for use.

Event description:
Acetabular reaming was performed initially with a 44mm reamer followed by a 48mm reamer for a 48mm tritanium ii cup plan. Upon impaction of cup no depth information was being displayed as the capture depth button was being depressed and the surgeon was informed that there was no depth information was available. At that time I informed the surgeon that I thought that the reason cup impaction information was not available was that the reamer size selected had not been changed to reflect match the size of the final reamer. During impaction the image of the cup appeared to be impacted deeper than the reamed acetabulum. After cup impaction and mdm liner insertion, the surgeon noted that the cup was not well fixed. Upon removal of the cup, the surgeon reamed manually for 50mm tritanium ii cup. The surgeon planned to put the robotic arm back into the manually reamed acetabulum to establish a final reaming depth and recover cup depth readings for cup impaction. Upon attempting to pass the acetabular checkpoint, the lowest value achievable was more than 6mm. At that time the surgeon was informed that the robotic arm could not be used because acetabular registration was uncertain. The surgeon requested c-arm imaging to reference location of ream and an acetabular fracture was noted on c-arm. The surgeon proceeded to bone graft the acetabulum and then manually impact a cup and use screw fixation. After establishing a stable cup the surgeon completed the remainder of the procedure in the normal fashion. Surgical delay 16-30 minutes. Case type / application: ltha. Patient plan and log files: s:\complaints\(B)(6) dr (B)(6) complaint (B)(4). Spoke to mps. No further information will be released by the hospital or surgeon. Update 05/november/2020 wg: jr rep called to report the following sequence of events: acetabular reaming was performed initially with a 44mm reamer followed by a 48mm reamer for a 48mm tritanium ii cup plan. Surgeon requested a depth reading and was told that no reading was available due to the reaming technique, and to keep impacting until he felt comfortable. At this time, haptics were engaged at 40 inclination, 20 anteversion and not in free-arm mode. Surgeon continued impaction and again requested a depth reading and was told no depth reading was available, and to continue impacting until he felt comfortable (haptics still engaged at this point). After cup impaction and mdm liner insertion, the surgeon noted that the cup was not well fixed. The surgeon was then notified that cup impaction information was not available was due to the selected reamer size not being changed to reflect the size of the final reamer. Upon removal of the cup, the surgeon reamed manually for 50mm tritanium ii cup. The surgeon planned to put the robotic arm back into the manually reamed acetabulum to establish a final reaming depth and recover cup depth readings for cup impaction. Upon attempting to pass the acetabular checkpoint, the lowest value achievable was more than 6mm. At that time the surgeon was informed that the robotic arm could not be used because acetabular registration was uncertain. The surgeon requested c-arm imaging to reference location of ream and an acetabular fracture was noted on c-arm. The surgeon proceeded to bone graft the acetabulum and then manually impact a cup and use screw fixation. After establishing a stable cup the surgeon completed the remainder of the procedure in the normal fashion. Surgical delay 30-60 minutes. The surgeon is unhappy and wants to know why he was told to continue impacting. No further information will be released by the hospital or surgeon.

Manufacturer narrative:
Method & results: product evaluation and results: pre-surgery checks on robot 455 passed on the day of surgery. Robot registration, bone registration, pelvic checkpoint, and reamer checkpoint all passed before start of bone preparation step. During impaction, the depth of impaction information was not available due to discrepancy in the selected cup size and the reamer size in software. During bone preparation the messages logged in vp log file and crisis log file do not indicate any hardware or software failure. No system malfunction is suspected. Product history review: review of the device history records indicate p/n: 209999, rob455 was inspected and accepted into final stock on 02 august 2016 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 209999, rob455 shows 0 additional complaints related to the failure in this investigation conclusions: the failure was reviewed through return of the provided log/session files. The discrepancy in the selected cup size and the reamer size used to ream led to software not being able to calculate and display depth of impaction. An application warning was shown to notify the mps/surgeon of this. The review of the log files confirmed no system malfunction is suspected.

Event description:
Acetabular reaming was performed initially with a 44mm reamer followed by a 48mm reamer for a 48mm tritanium ii cup plan. Upon impaction of cup no depth information was being displayed as the capture depth button was being depressed and the surgeon was informed that there was no depth information was available. At that time I informed the surgeon that I thought that the reason cup impaction information was not available was that the reamer size selected had not been changed to reflect match the size of the final reamer. During impaction the image of the cup appeared to be impacted deeper than the reamed acetabulum. After cup impaction and mdm liner insertion, the surgeon noted that the cup was not well fixed. Upon removal of the cup, the surgeon reamed manually for 50mm tritanium ii cup. The surgeon planned to put the robotic arm back into the manually reamed acetabulum to establish a final reaming depth and recover cup depth readings for cup impaction. Upon attempting to pass the acetabular checkpoint, the lowest value achievable was more than 6mm. At that time the surgeon was informed that the robotic arm could not be used because acetabular registration was uncertain. The surgeon requested c-arm imaging to reference location of ream and an acetabular fracture was noted on c-arm. The surgeon proceeded to bone graft the acetabulum and then manually impact a cup and use screw fixation. After establishing a stable cup the surgeon completed the remainder of the procedure in the normal fashion. Surgical delay 16-30 minutes. Case type / application: ltha. Patient plan and log files: s:\complaints\medical center of bowling green dr beard complaint 11032020. Spoke to mps. No further information will be released by the hospital or surgeon. Update 05/november/2020 wg: jr rep called to report the following sequence of events: acetabular reaming was performed initially with a 44mm reamer followed by a 48mm reamer for a 48mm tritanium ii cup plan. Surgeon requested a depth reading and was told that no reading was available due to the reaming technique, and to keep impacting until he felt comfortable. At this time, haptics were engaged at 40 inclination, 20 anteversion and not in free-arm mode. Surgeon continued impaction and again requested a depth reading and was told no depth reading was available, and to continue impacting until he felt comfortable (haptics still engaged at this point). After cup impaction and mdm liner insertion, the surgeon noted that the cup was not well fixed. The surgeon was then notified that cup impaction information was not available was due to the selected reamer size not being changed to reflect the size of the final reamer. Upon removal of the cup, the surgeon reamed manually for 50mm tritanium ii cup. The surgeon planned to put the robotic arm back into the manually reamed acetabulum to establish a final reaming depth and recover cup depth readings for cup impaction. Upon attempting to pass the acetabular checkpoint, the lowest value achievable was more than 6mm. At that time the surgeon was informed that the robotic arm could not be used because acetabular registration was uncertain. The surgeon requested c-arm imaging to reference location of ream and an acetabular fracture was noted on c-arm. The surgeon proceeded to bone graft the acetabulum and then manually impact a cup and use screw fixation. After establishing a stable cup the surgeon completed the remainder of the procedure in the normal fashion. Surgical delay 30-60 minutes. The surgeon is unhappy and wants to know why he was told to continue impacting. No further information will be released by the hospital or surgeon.